Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was in blue carefusion admin screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the station displaying bluescreen. A technical support specialist (tss) found that the station was communicating properly and found no issues with device. Further the tss also confirmed with the customer that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the issue.